Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys software was reloaded, and the cine drive was formatted. The sys was then found to be operating as intended.

Event description:
The customer reported the 9800 sys froze up during subtraction and review of cine runs. No pt injury was reported.